Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 276 mg/dl, 181 mg/dl and 141 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter indicated that he took his normal 500 mg of metformin after the readings. No other actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the affected product.